Event description:
It was reported that multiple occurrences of the same malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.